Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Phone unknown/not provided. Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient (was) seen in vision correction center experienced complication from a lasik procedure. The complications appeared to be sands of sahara. Suspected cause of syndrome from amo intralase (ifs) laser. Patient required intervention. Report number mw5084807.